Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.

Event description:
It was reported that the ai-07126 could not be properly inflated. The balloon catheter was pre-tested and did inflate properly. After insertion and placement in the coronary sinus, the md wanted to inflate the balloon; however, the balloon did not inflate. As a result, the ai-07126 was removed and another wedge pressure catheter was retrieved for insertion. There was no reported patient death or injury. Medical/surgical intervention was not required. There was a "few minute" delay in therapy. No complications were reported and the patient outcome is "ok." Reference MDR # 2242445-2010-00087 for the second event involving the same patient.